Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no pulsatile blood flow came from the marker lumen. The device was removed and a second proglide device was attempted in which a cuff miss was experienced. A third proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: 3.5. Caller reported problems with strip from well experienced professional users. Discrepancy occurred with many patient samples. The problem was resolved after changing the strip batch.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #2-2 perclose proglide 12673-03, 870186h is being reported under a separate medwatch report number.